Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician implanted venaseal occluding adhesive to treat the great saphenous vein (gsv), and the treated vein closed. It was reported that post procedure during follow up (3-5 days), patient developed localized rash along the treated leg. And was sent to an allergist for testing. During procedure, IFU was followed during preparation, procedure and post procedure. A guide wire was used for the insertion of the catheter. The rash has spread to the patient's abdomen. Patient was treated with a steroid dose pack. Physician has prescribed further treatment doubling the dose of the steroid medication. The allergic reaction still persists.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.